Event description:
It was reported that prior to a device replacement procedure for normal battery depletion, standard x-ray imaging was taken, which showed a curve in this right ventricular (rv) lead body. The physician was concerned regarding a potential lead fracture. Additionally, the capture threshold and pacing impedance measurements had recently increased, but were still in-range. As the patient is pacemaker-dependent, a lead revision procedure will likely to be performed. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that prior to a device replacement procedure for normal battery depletion, standard x-ray imaging was taken, which showed a curve in this right ventricular (rv) lead body. The physician was concerned regarding a potential lead fracture. Additionally, the capture threshold and pacing impedance measurements had recently increased, but were still in-range. As the patient is pacemaker-dependent, a lead revision procedure will likely to be performed, but has not occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct information in sections b1 (adverse event/product problem) and b2 (outcomes attrib to adv event).